Manufacturer narrative:
Exact date unknown, event occurred several months ago.

Event description:
It was reported that the device was no longer providing relief as it had possibly move out of place. Reprogramming was done but did not resolve the issue. The patient also noted that the battery puck was causing pain as it would bring about a burning sensation when the battery would get low. The patient underwent an explant procedure. No further information could be obtained despite good faith efforts.